Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was not known. Bg level was addressed by delivering a correction bolus and performing a supply change. A system check was performed and it was found that the pump time was incorrect. Tandem technical support guided the customer through changing the pump time.